Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.

Event description:
See manufacturing # 2032545200802695 and 2032545200802694. This was the third capsule attempted for this patient. While placing the bravo ph monitor the capsule would not deploy from the delivery system. When the delivery system was removed from the patient, the capsule fell onto the floor. It was noted that the tissue was red and slightly bleeding. The physician injected it with epinephrine and the patient was discharged without an event. Further information has been requested from the hcp, but has not been obtained.